Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridge was filled with 480 units, and after delivering approximately 65 units, the insulin gauge displayed 280 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 162 mg/dl.